Event description:
Reporter indicated a vns (B) (4) computer was freezing on the interrogation screen. The screen freezing did resolve after troubleshooting. The combination of the (B) (4) computer and version (B) (4) software is known to cause screen freezing during interrogation. Reinserting the flashcard generally resolves the screen freezing. The computer and flashcard will not be returned.